Event description:
It was reported that the insulin pump gave a button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, and alarmed motor error during the rewind due to an out of phase motor encoder signal. All buttons functioned properly. No button error alarms noted. Moisture damage was noted on the keypad traces. The unit had a cracked reservoir tube lip, cracked battery tube threads and cracked case near the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.